Event description:
The customer reported the ventilator was alarming due to a patient circuit occlusion. The ventilator was in use on a patient there was no patient harm reported. The manufacturer's service technician was able to duplicate the reported complaint in normal ventilation mode use. The service technician reported the ventilator blower was not functioning. The service technician replaced the blower to address the reported problem. Failure of the blower in normal ventilation mode could result in no ventilation or air output during operation. Applicable final testing was completed and passed to operating specifications.